Manufacturer narrative:
The concomitant device (4100400000, sn (B)(4)) and the reported 2 blades, subject to this event were returned for evaluation. It was visually confirmed that both blades were broken at the mount. Investigation results of the concomitant device had confirmed that the link with the fins inside the head assembly was damaged, this condition can potentially cause the blade to break.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount, (part number 2296003108s5). It was also reported that a second blade, (part number 5400003104) was used and it also broke at the mount, a third blade was then used to successfully complete the procedure. It was further reported that there were no adverse consequences and no delays as a result of this event.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount, (part number 2296003108s5). It was also reported that a second blade, (part number 5400003104) was used and it also broke at the mount, a third blade was then used to successfully complete the procedure. It was further reported that there were no adverse consequences and no delays as a result of this event.